Event description:
Per info received, the device was removed because the neither the pt nor the physician would operate pump in-vivo. After removal, the pump worked correctly. This is possibly a capsule contraction.